Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left anterior descending artery. A 2.5 x 15 mm xience xpedition stent was implanted when a distal segment dissection was observed. A 2.5 x 12 mm xience xpedition stent delivery system was advanced to the lesion to treat the dissection; however, it could not cross. The device was removed and a non-abbott stent implant was successfully used to treat the dissection. The result was good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.